Event description:
Pt was hospitalized on (B)(6) 2023 following instruction from his dr due to complications related to a foley catheter and kidney infection. Current complications are not believed to be related to use of prolia in any way.